Event description:
Same case as MDR ID: 2134265-2014-01215, 2134265-2014-01216, 2134265-2014-02871, 2134265-2014-02872. (B)(4). It was reported that myocardial infarction (mi) and stent thrombosis occurred. In (B)(6) 2012, prior to index procedure, the patient presented with unstable angina and the patient was diagnosed with myocardial infarction. Cardiac catheterization was recommended and coronary angiography was performed. The 100% thrombus noted in the proximal right coronary artery (rca) was treated by placement of 3.0 x 28 mm, 2.75 x 20mm veriflex stents and a 2.25 x 20 mm express 2 coronary stent delivery system extending from proximal to distal rca, resulting in 0% residual stenosis. In (B)(6) 2013, the index procedure was performed. Target lesion was a de novo, in-stent restenotic of a previously deployed unknown stent located in the proximal left anterior descending (lad) extending to mid lad with 95% stenosis and was 26 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with direct placement of 2.75 x 28 mm and 3.00 x 16 mm promus element¿ plus stents in overlapping fashion. Following post dilatation, the residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with cardiac enzyme elevation consistent with mi and electrocardiogram (ECG) revealed left axis deviation, left ventricular hypertrophy, anterior injury, early acute infarct and baseline wander ¿ I, ii, iii, avr, avl, avf. The ECG suggested st elevated myocardial infarction and location of mi was in anterior septal. Also, coronary angiography revealed a 100% acute stent thrombosis of a previously deployed 3x16mm promus element¿ plus stent in proximal left anterior descending (lad) artery. It was treated with thrombectomy along with pre dilatation and placement of a 3.00 x 24 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. In addition, coronary angiography revealed a 100% stent thrombosis of previously deployed 3.0 x 28 mm, 2.75 x 20mm veriflex stents and a 2.25 x 20 mm express 2 coronary stent delivery system stent in the right coronary artery (rca). The physician treated the lesion with pre dilatation and placement of 2.5 x 30, 2.75 x 38 mm and 3.00 x 16 mm promus element¿ plus stents from proximal to mid and distal rca. Post procedure, the stent thrombosis in the lad and rca were considered resolved. Two days post procedure, the event myocardial infarction was considered resolved and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).